Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2016-00087.

Event description:
Allegedly, when bringing in the implants, the screw driver would not release from the implant. The implant had to be pulled out with the screw driver. No delay was caused.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.